Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in hands/ feet hurt all the time/ hands hurt so much and I'm always dropping the things"), paraesthesia ("tingling in both hands") and hypoaesthesia ("numbness in both hands"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, paraesthesia and hypoaesthesia outcome was unknown and the pain in extremity had not resolved. The reporter considered hypoaesthesia, pain in extremity, paraesthesia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: pain in hands, tingling in both hands, numbness in both hands. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media content received. Reporter's information added. Events added: pain in hands, tingling in both hands, numbness in both hands. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12246866, 12240513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoporosis, hemorrhoids, premature ventricular contractions, hyperlipidemia, chronic pain, abdominal pain, upper respiratory infection, arthralgia, sinusitis, breast disorder, adhesion, pelvic adhesions and multiparous. Concomitant products included atorvastatin calcium (lipitor) since 2012, desvenlafaxine succinate (pristiq) since 2014 and montelukast sodium (singulair) since 2014. On (B)(6)-2004, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), hypersensitivity ("injury (ies) or complication please describe: increased allergies.") And myalgia ("muscle pain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In september 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in hands/ feet hurt all the time/ hands hurt so much and I'm always dropping the things/ forearms"), paraesthesia ("tingling in both hands"), hypoaesthesia ("numbness in both hands"), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, paraesthesia, hypoaesthesia, migraine, headache, depression, tooth disorder, allergy to metals, fatigue, weight increased, hypersensitivity, myalgia, back pain and musculoskeletal pain outcome was unknown, the pain in extremity had not resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, back pain, depression, device expulsion, fatigue, headache, hypersensitivity, hypoaesthesia, migraine, musculoskeletal pain, myalgia, pain in extremity, paraesthesia, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: current weight- 145 lbs. Approximate weight at the time of essure placement- 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) -2005: no endometrial cavity is identified on injection multiple times, felt to be consistent with 8car, ring and fibrosis of the endometrium. 'When reviewing the previous study of 8130, it was noted that the proximal aspect of the coil on ire left side was within the endometrial cavity and on the current study that coil is identified and contrast is seen going up to that segment, which implies that the catheter was passed far enough. Because of resistance 10. Injection, patency of the tubes cannot be evaluated.. Pathology test - on (B)(6) 2016: clinical information- foreign body in uterus. Specimen ¿ uterus, cervix and fallopian tube. Diagnosis-uterus, cervix ,and fallopian tube- -inactive endometrium with partial fibrosis. -unremarkable myometrium and serosa - benign cervix -right fallopian tube-proximal tube with denuded epithelium, histiocytes and foreign body reaction. -distal/ fimbriated tube peritubal cyst. -left fallopian tube-endo/ myometrium in the uterine / tubal junction with histiocytes and foreign body reaction. -mild fallopian tube with serosal foreign body giant cell reaction and clarifications. -distal / fimbriated tube with focal endosalpingiosis.. Concerning the injuries reported in this case, the following ones were reported via social media: pain in hands, tingling in both hands, numbness in both hands. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: migraines / headaches, migration of essure device location of device: uterus, psychological or psychiatric problems condition: depression, dental problems, nickel allergy, pain, fatigue, hair loss, weight gain / loss, specify which one: weight gain, other injury (ies) or complication please describe: increased allergies, muscle pain, shoulder pain , back pain were added. Outcome of event hair loss from unknown to recovering/resolving was updated. Lot number and new reporters was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch nos. 12240513,12246866 and 12246866,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoporosis, hemorrhoids, premature ventricular contractions, hyperlipidemia, chronic pain, abdominal pain, upper respiratory infection, arthralgia, sinusitis, breast disorder, adhesion, pelvic adhesions and multiparous. Concomitant products included atorvastatin calcium (lipitor) since 2012, desvenlafaxine succinate (pristiq) since 2014 and montelukast sodium (singulair) since 2014. On (B)(6) 2004, the patient had essure (ess205) inserted and removed on (B)(6) 2016. A new essure (ess205) was inserted on an unknown date. In (B)(6) 2005, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), multiple allergies ("injury (ies) or complication please describe: increased allergies.") And myalgia ("muscle pain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in hands/ feet hurt all the time/ hands hurt so much and I'm always dropping the things/ forearms"), paraesthesia ("tingling in both hands"), hypoaesthesia ("numbness in both hands"), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and to remove the essure). Essure (ess205) was removed. At the time of the report, the device expulsion, pelvic pain, paraesthesia, hypoaesthesia, migraine, headache, depression, tooth disorder, allergy to metals, fatigue, weight increased, multiple allergies, myalgia, back pain and musculoskeletal pain outcome was unknown, the pain in extremity had not resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, back pain, depression, device expulsion, fatigue, headache, hypoaesthesia, migraine, multiple allergies, musculoskeletal pain, myalgia, pain in extremity, paraesthesia, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: current weight- 145 lbs. Approximate weight at the time of essure placement- 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: no endometrial cavity is identified on injection multiple times, felt to be consistent with 8car, ring and fibrosis of the endometrium. 'When reviewing the previous study of 8130, it was noted that the proximal aspect of the coil on ire left side was within the endometrial cavity and on the current study that coil is identified and contrast is seen going up to that segment, which implies that the catheter was passed far enough. Because of resistance 10. Injection, patency of the tubes cannot be evaluated.. Pathology test - on (B)(6) 2016: clinical information- foreign body in uterus. Specimen ¿ uterus, cervix and fallopian tube. Diagnosis-uterus, cervix ,and fallopian tube- -inactive endometrium with partial fibrosis. -unremarkable myometrium and serosa - benign cervix -right fallopian tube-proximal tube with denuded epithelium, histiocytes and foreign body reaction. -distal/ fimbriated tube peritubal cyst. -left fallopian tube-endo/ myometrium in the uterine / tubal junction with histiocytes and foreign body reaction. -mild fallopian tube with serosal foreign body giant cell reaction and clarifications. -distal / fimbriated tube with focal endosalpingiosis.. Concerning the injuries reported in this case, the following ones were reported via social media: pain in hands, tingling in both hands, numbness in both hands. Lot number:12240513 manufacturing date:2003/08 expiration date:2005/07. Lot number:12246866 manufacturing date:2003/11 expiration date:2005/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12246866,12240513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoporosis, hemorrhoids, premature ventricular contractions, hyperlipidemia, chronic pain, abdominal pain, upper respiratory infection, arthralgia, sinusitis, breast disorder, adhesion, pelvic adhesions and multiparous. Concomitant products included atorvastatin calcium (lipitor) since 2012, desvenlafaxine succinate (pristiq) since 2014 and montelukast sodium (singulair) since 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced migraine ("migraines"), headache ("headaches"), dental restoration failure ("dental problems / 2 bridges and lost count of crown / need 2 more crowns"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), multiple allergies ("injury (ies) or complication please describe: increased allergies.") And myalgia ("muscle pain") and underwent tooth extraction ("dental problems / had multiple teeth pulled,"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss, specify which one: weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain in hands/ feet hurt all the time/ hands hurt so much and I'm always dropping the things/ forearms"), paraesthesia ("tingling in both hands"), hypoaesthesia ("numbness in both hands"), back pain ("lower back pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, paraesthesia, hypoaesthesia, migraine, headache, depression, dental restoration failure, allergy to metals, fatigue, weight increased, multiple allergies, myalgia, back pain, musculoskeletal pain and tooth extraction outcome was unknown, the pain in extremity had not resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, back pain, dental restoration failure, depression, device expulsion, fatigue, headache, hypoaesthesia, migraine, multiple allergies, musculoskeletal pain, myalgia, pain in extremity, paraesthesia, pelvic pain, tooth extraction and weight increased to be related to essure (ess205). The reporter commented: current weight- 145 lbs. Approximate weight at the time of essure placement- 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: no endometrial cavity is identified on injection multiple times, felt to be consistent with car, ring and fibrosis of the endometrium. 'When reviewing the previous study of 8130, it was noted that the proximal aspect of the coil on ire left side was within the endometrial cavity and on the current study that coil is identified and contrast is seen going up to that segment, which implies that the catheter was passed far enough. Because of resistance 10. Injection, patency of the tubes cannot be evaluated.. Pathology test - on (B)(6) 2016: clinical information- foreign body in uterus. Specimen ¿ uterus, cervix and fallopian tube. Diagnosis-uterus, cervix ,and fallopian tube- -inactive endometrium with partial fibrosis. -unremarkable myometrium and serosa - benign cervix -right fallopian tube-proximal tube with denuded epithelium, histiocytes and foreign body reaction. -distal/ fimbriated tube peritubal cyst. -left fallopian tube-endo/ myometrium in the uterine / tubal junction with histiocytes and foreign body reaction. -mild fallopian tube with serosal foreign body giant cell reaction and clarifications. -distal / fimbriated tube with focal endosalpingiosis. Concerning the injuries reported in this case, the following ones were reported via social media: pain in hands, tingling in both hands, numbness in both hands, teeth extraction and tooth- crown fallen off. Lot number:12240513, manufacturing date:2003/08, expiration date:2005/07. Lot number:12246866, manufacturing date:2003/11, expiration date:2005/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new event (teeth extraction), event dental problem updated to tooth- crown fallen off and reporter updated. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.